Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a skin irritation under the front therapy electrode pad. The patient had redness and blisters on his skin. The patient's physician advised the patient to discontinue use of the device until the skin irritation healed. Follow-up indicated that the skin irritation was improving.